Event description:
It was reported that the burr was broken. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink burr was selected for use. During the procedure, it was noted that the burr broke when entering the lesion and could not cross. The fractured device was removed through guidezilla and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.